Event description:
I used fixodent from 1987 until 2009. While using fixodent, I began experiencing tingling and numbness. In 1995, I was diagnosed with neuropathy in 2006. Dose or amount: denture cream, frequency: daily, route: oral. Dates of use: 1987 - 2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: yes. Event reappeared after reintroduction: no.